Manufacturer narrative:
The pump passed the displacement, operating currents, self test, off no power, unexpected restart, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. All operating currents were within specification. No unexpected low battery alarm and no blank display was noted. The pump was received with minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip and a cracked case at the reservoir tube window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump would not work unless the battery cap was half unscrewed. The customer received a low battery alarm and after she replaced the battery and closed the battery cap all the way, the insulin pump had a blank display. The display did not return. Customer's blood glucose level was not reported. The edge of the battery cap had cracks. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.